Event description:
A report was received that the patient will undergo a pocket revision due to pain at the pocket site and inability to charge the ipg.

Event description:
A report was received that the patient will undergo a pocket revision due to pain at the pocket site and inability to charge the ipg.

Manufacturer narrative:
Additional information was received that the patient underwent a pocket revision and was doing well post-operatively.